Event description:
Per medwatch from hosp: during removal of catheter (following thoracentesis) it was noted that the tip of catheter remained in pt's pleura. X-ray confirmed pt. Required removal of foreign body.